Manufacturer narrative:
The pump was returned and evaluated by product analysis on 09/26/2016 with the following findings: a review of the pump black box data revealed no evidence of unexpected pump reboots. During a visual inspection of the pump, no damage was found to the pump casing. The battery cap secured properly to the pump to maintain an electrical connection. The rewind, load, and prime steps were completed successfully with no duplicated power issues. The pump case was removed and no evidence of an intermittent condition was found on the printed circuit board. The complaint was not duplicated and no defect was found. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump presented a power issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.